Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using fiasp insulin, uses cartridge longer than recommended. Tandem technical support informed customer that using fiasp insulin and using cartridge longer than recommended is off label per the tandem user guide. Customer declined troubleshooting with tandem technical support. Customer changed infusion set to address the issue. Customer¿s blood glucose level was 140 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider